Manufacturer narrative:
An event regarding revision for an unspecified reason involving an avon femoral component was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the product was not returned. Medical records received and evaluation: not performed as medical records were not provided. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have no other similar reported events for the lot referenced. Conclusions: pain - which was referenced in the event description - can occur post-operatively for a number of reasons but it is a symptom rather than the cause of the issue. The exact cause of the event could not be determined due to insufficient provision of information. Further information such as: return of reported devices, x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation to determine root cause.

Event description:
The patient's right knee was revised due to pain. The surgeon did not comment intraoperatively on the reason for the pain.

Event description:
The patient's right knee was revised due to pain. The surgeon did not comment intraoperatively on the reason for the pain.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Patient retained device.